Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-06571 was provided in sections b2, b5, g3/4, h1, and h6.

Event description:
It was noted that the patient expired in the operating room. Medical safety review of the event noted that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Event description:
The user facility reported an impella cp in a 64yo female patient for mechanical circulatory support. It was reported oozing at the impella access. The team was able to place sutures to tighten the arteriotomy. Additionally, patient experienced a stroke, unknown if it is related to the impella.

Manufacturer narrative:
The impella device has not been returned for evaluation. A follow up will be submitted upon completion of the investigation.

Manufacturer narrative:
The investigation for the reported access site bleed and stroke has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause of the access site bleed. The root cause of the access site bleeding was most likely due to use issue since applying additional sutures to tighten up arteriotomy resolved the bleeding. Clinical details provided were not sufficient to determine a root cause for the stroke. Therefore, the root cause of the stroke could not be determined. The instructions for use provides details on management of access site bleed. It states ¿assess access site for bleeding and hematoma.¿